Event description:
As reported, in 2004, this pt was implanted with a gore excluder bifurcated endoprostheses. At an unk date, aneurysm enlargement was observed. In 2007, the pt underwent a reintervention in which two contralateral leg components and an aortic extender component were implanted due to possible endotension and a type ii endoleak originating from paired lumbar arteries.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specifications. Type ii endoleak. Endotension. Aneurysm growth in the absence of endoleak has been defined as endotension. One hypothesis for the source of endotension is the transmural movement of serous fluid across the material used to fabricate devices used to treat the aortic abdominal aneurysm. In response to this issue, gore elected to provide a design enhancement to the original gore excluder bifurcated endoprosthesis. Please refer to PMA supplement.